Event description:
It was reported that the right ventricular lead had an increase in threshold, impedance and loss of capture. The device was reprogrammed and the lead is still in use. It was also reported that the patient's rate was in the 40's. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase steady increase from approximately 390 ohms in (B)(4) 2012 up to approximately 840 ohms in (B)(4) 2012.